Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012642934); product type: 01 section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025 select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with a horizontally oriented and minimally calcified aorta, the device was first positioned such that the left coronary cusp (lcc) side became shallow due to the greater curvature. During initial deployment, the valve was too shallow on the non-coronary cusp (ncc) side. Additionally, under-expansion was observed and complete heart block (chb) was noted. The valve was recaptured. On a second attempt at deployment, the lcc was not caught in the annulus and the valve was recaptured a second time. Following the third deployment attempt, the valve was recaptured as it was positioned too deep. The valve was fully released after the fourth deployment attempt. The chb persisted throughout the procedure. The following day a "blood bean-like" substance was revealed in the left ventricle via either computed tomography or echocardiogram. Surgery was performed that same day to patch the perforated area. Stop hemostasis was performed during the thoracotomy. The surgery was successful, and the patient left the room with precautionary cardiac support using an intra-aortic balloon pump (iabp). The iabp was withdrawn from the patient approximately 13 days later due to favorable progress. Per the physician, it is believed that the perforation was caused by the left ventricle guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with a horizontally-oriented and mini mally calcified aorta, the device was first positioned such that the left coronary cusp (lcc) side became shallow due to the greater curvature. During initial deployment, the valve was too shallow on the non-coronary cusp (ncc) side. Additionally, under-expansion was observed and complete heart block (chb) was noted. The valve was recaptured. On a second attempt at deployment, the lcc was notcaught in the annulus and the valve was recaptured a second time. Following the third deployment attempt, the valve was recaptured as it was positioned too deep. The valve was fully released after the fourth deployment attempt. The chb persisted throughout the procedure. The following day a "blood bean-like" substance was revealed in the left ventricle via either computed tomography or echocardiogram. Surgery was performed that same day to patch the perforated area. Stop hemostasis was performed during the thoracotomy. The surgery was successful, and the patient left the room with precautionary cardiac support using an intra-aortic balloon pump (iabp). The iabp was withdrawn from the patient approximately 13 days later due to favorable progress. Per the physician, it is believed that the perforation was caused by the left ventricle guidewire. Additional information was received indicating that a ventricular rupture occurred during the procedure. Additionally, after the patient returned to the intensive care unit, the chb resolved without further intervention. A permanent pacemaker was not placed.